Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia, with a blood glucose of 326 mg/dl, and noted recurring high glucose after breakfast; an agent identified a mismatch between the reported device serial number and the device in use and transferred the user to a clinician and arranged additional training. Investigation of this case revealed no device malfunction detected and an unclear cause of the hyperglycemia. No symptoms associated with elevated blood glucose reported. Outcomes included no hospitalization, or medical intervention. It was concluded that the event was user-reported hyperglycemia with cause unclear and no confirmed device failure; ongoing education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.